Event description:
The suture was used during a hysterectomy. Reportedly, the suture broke and the wound dehised. The surgeon performed a re-operation to correct the condition and there was unexpected tissue loss. The hosp has reported the pt's condition is satisfactory.